Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead measuring 50cm from the distal tip was returned for analysis. External insulation abrasion was found at 7.6- 8.6cm from the distal end. The etfe coating was was intact at the same location. No anomaly was found that could cause or contribute to the reported high capture threshold and decrease in pacing impedance. Electrical tests that could be performed resulted in normal measurements.

Event description:
It was reported that high capture threshold and increase in pacing impedance were observed. Externalized conductors were noted. Lead was explanted and replaced. Patient condition after the event was good.